Manufacturer narrative:
The pod was received with the cannula assembly not deployed. Inspection of the download data found that the device completed both first and second priming sequences and was deactivated after the end of second prime. The returned pod was received with the needle cap and the adhesive liner still attached; the needle mechanism was noted to have fired into the needle cap. During the investigation, the needle cap was removed and the needle mechanism deployed as intended. Inspection of the needle mechanism components found no damages or deficiencies that would result in a needle mechanism failure. The investigation was able to determine that if the needle cap was removed prior to second prime, the needle mechanism would have deployed as expected. The investigation was unable conclusively determine the timing of when the needle mechanism deployed, therefore the investigation could not determine the cause of the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed before activation and the pink slide did not move forward indicating an unknown needle mechanism failure. Pod was not worn. No impact to blood glucose levels were reported. Details regarding treatment were not provided.